Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: catastrophic implantable cardioverter-defibrillator misclassification of ventricular tachycardia. European journal of case reports in internal medicine. 2024; 11:1-5. Doi: 10.12890/2024_004526 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding implantable cardioverter defibrillator (ICD) misclassification of ventricular tachycardia (vt). The authors described a patient who experienced seizures and cardiac arrest abruptly, without prior complaints of chest pain. Cardiopulmonary resuscitation was begun immediately and the patient regained spontaneous circulation. The patient presented to the emergency room and regained consciousness. The ICD was interrogated and showed four episodes, in which there was one episode of supra ventricular tachycardia (svt) for eleven minutes. It was determined that the device incorrectly classified vt as svt and the device did not deliver shocks. The device was reprogrammed, and the discriminator was deactivated. The device remains in use. No additional adverse patient effects or product performance issues were reported.